Event description:
It was reported that the left ventricular (lv) lead exhibited a steadily increasing threshold and the right atrial (ra) lead exhibited an increased threshold. The increase in lead thresholds resulted in the cardiac resynchronization therapy pacemaker (crt-p) longevity declining. The crt-p and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.